Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's spouse reported via phone call that the customer was hospitalized with diabetic ketoacidosis. Blood glucose level was over 400 mg/dl; reading at the time of the call was 214 mg/dl. She experienced nausea, vomiting, difficulty breathing and abdominal pain. It was stated that the insulin pump had an error alarm and the insulin delivery was stopped. No issues found during troubleshooting. The insulin pump passed the high pressure test and self test. They declined to check the settings and no error alarms were found in the alarm history. Spouse stated that the hospital recommended to replace the insulin pump. It was advised the insulin pump would be replaced and agreed to return the product for analysis.